Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The prime and high pressure tests passed. The customer stated that she had a kidney infection and as a result was taking antibiotics. The customer also stated that her blood glucose levels went low because she took too much insulin to treat a high reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.